Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels (no values specified), and some ketones. Elevated bgs were treated via manual injections. System check was performed with tandem technical support, and the pump performed as intended. Tandem technical support discussed factors that could cause elevated bgs with the customer. Recommendation was made that the customer consult with a healthcare provider to discuss what may be affecting bgs.